Event description:
It is reported that the device was implanted in 2008 and that the patient was revised, due to a fracture of the femoral stem. Revision date is unknown.

Manufacturer narrative:
Evaluation summary: the package insert and/or surgical technique contains statements warning that device fractures may occur where excessive patient activity, weight, and/or lack of proximal support are involved. The returned x-ray photo prints may indicate proximal bone defects and reduced proximal support; however, this cannot be confirmed due to the low quality prints (no actual x-rays were provided). The alleged patient weight may have contributed to the device fracture; however, the patient's activity level is unknown. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.